Manufacturer narrative:
Date initial report sent: 12/12/2008. This is only the 18th report for this product since 2004, and the only alleged "serious injury" in that time frame. Similarly, our review of this product shows that there have been more than 2,200,000 devices released for use during that same time period.

Event description:
Procedure type: lap chole. According to the reporter: surgeon was unable to insufflate due to insufflator indicating occlusion. The surgeon tried irrigating needle, but it did not work. He never opened another unit. He ended up opening patient instead. Patient had to be opened. They suspected the problem could also be the insufflator. No patient injury was reported.